Event description:
The child reportedly developed a skin flap infection. A revision surgery was done on 6/3/99. Granulation tissue was found in the area of the receiver/stimulator. On 6/16 the child's mother reported wound dehiscence. The child was treated with a blood transfusion and with medication. At some later date the pt underwent a skin flap transposition surgery. The implant extruded through the surgical wound at some later date. The implant was explanted.